Manufacturer narrative:
(B)(4).

Event description:
Procedure: laproscopic gastric bypass. According to the reporter: a needle fell out of device while suturing. No injuries to patient. Additional information was requested and will be submitted once received.